Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer's blood glucose was over 555 mg/dl. Customer¿s current blood glucose was 51 mg/dl. The customer did experienced the symptoms such as dizziness. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Automode feature was used during the time of event. Customer stated they received new insulin pump and blood glucose went high and did not got any alerts. The insulin pump will not be returned for analysis.